Event description:
Customer requested an event log review for an under infusion of pain medication. On (B)(6) 2011 at approximately 0845 the patient received an epidural bolus of pain medication by anesthesia with good pain relief. At 1115 another bolus was delivered by anesthesia with good pain relief. Anesthesiologist noted the pump was not infusing basal continuous infusion of fentanyl 2mcg/ml in ropivacaine 0.2% at 6ml/hr. At 1215 and patient reported adequate pain relief. There was no report of patient harm. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Patient information requested and all available information is included. The event logs have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the investigation has been completed.